Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, technical service support (tss) reported that customer said vitamin d proficiency test (pt) failed. The customer was asked to fax data over to customer service. Tss reviewed data that showed both psa and vitamin d failed. A rerun of vitamin d shows results in range, at upper end of acceptable limits. The customer ran vitamin d initially with pack lot 49, all quality control (qc) results were low, the proficiency test results should not have been reported. Then the customer reran pack lot 53, qc in range, actually on the high side now, the reruns are in range on the high side using frozen samples. The customer will prepare fresh samples. Review psa data, qc on the low side relative to peers, pt out just low. The customer repeated samples, qc still low, pt results in range. Advised to contact br for peer program. Tss made a documentation of call and reviewed data, qc out of range on day of survey. This complaint was deemed to be reportable due to a discrepant patient result. Tss advised to recalibrate the analyzer. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by tss/cc. This complaint was deemed to be reportable due to a discrepant patient result. The probable cause of the event was qc out of range.

Event description:
On (B)(6) 2015, a customer reported vitamin d proficiency test failure, api with their aia-900 analyzer. The customer is unable to run vitamin d patient samples. A technical service support (tss) was contacted to address the reported event, which resulted in delayed reporting vitamin d patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.